Event description:
It was reported through the emergency support program that during use there was an issue involving a linear 40 cc intra aortic balloon catheter. A dampened arterial waveform was observed on a non fiber optic balloon catheter that had been inserted via the axillary approach earlier that morning. Nursing staff were unable to aspirate the inner lumen and subsequently capped it. It was recommended that the fluid filled pressurized bag be removed and that the inner lumen remain capped and clearly labeled do not use due to the potential risk of thrombus formation. Staff were advised to switch to an alternate arterial pressure source. The nurse transitioned to the brachial arterial line as the alternate ap source. A screenshot of the iabp monitor revealed an arterial waveform with significant artifact, suboptimal augmentation of 79, and a heart rate of 120. It was very difficult to identify the unassisted beat in 1 to 2 assist mode to adequately assess timing. It was then recommended to switch to the radial arterial line. The radial arterial waveform also demonstrated significant artifact with suboptimal augmentation of 87 and a heart rate of 120. The unassisted beat again remained difficult to appreciate, limiting accurate timing assessment. A chest x ray was obtained and revealed the balloon catheter was not positioned correctly. The physician was consulted to review the findings and discuss the plan of care. No harm or injury to the patient was reported.

Manufacturer narrative:
Other contact phone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).